Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Service history review was attempted for part# 319.006, lot# 7441767. No service history review can be performed as part number 319.006 with lot number 7441767 is a lot/batch controlled item. The manufacture date of this item is aug 02, 2013. The source of the manufacture date is the release to warehouse date. Device history records review was completed for part # 319.006, lot # 7441767. Manufacturing location: (B)(4), release to warehouse date: aug 02, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, upon disassembling the device for inspection of cleanliness, it was found that the end of the depth gauge broke off from the black part of the depth gauge. No patient involvement reported. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The service and repair evaluation concluded that the tip of the depth gauge was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws), part number 319.006, lot number 7441767. The subject device was returned with the complaint condition stating that the complaint condition is confirmed as the depth gauge was received with the proximal portion of the needle broken off at the threads. This is where it connects to the calibrated body of the device. The distal portion of the needle component was not received. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. This depth gauge is used for measuring 2.0mm and 2.4mm screws in various trauma (including veterinary) plating systems. It is listed in techniques guides for the distal radius, distal ulna, elbow system, forefoot/midfoot, distal fibula, distal humerus, clavicle, rotation correction plate system and vet mini fragment system. The balance of the device shows surface wear consistent with use and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the assembly and the needle component was performed. The specified thickness of the needle is driven by the fact that the needle must fit into a minimum drilled hole. The material of the needle probe component is extra hard stainless steel, which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.